Event description:
Caller reported the advantage system gave a blood glucose result of "around 485" mg/dl, customer's wife gave him 12 units of novolin insulin, type unk. She reports that within 5 minutes he "entered into a hypoglycemic state". She reports that the wife immediately called 911 and the ambulance arrived around 9:15 pm. In the ambulance, the emts checked his blood glucose and they obtained a blood glucose value of 13 mg/dl. She reports customer was stabilized with a glucose IV. A request was made for the return of the system and a replacement was sent.

Event description:
Caller reported the advantage system gave a blood glucose result of "around 485" mg/dl, customer's wife gave him 12 units of novolin insulin, type unknown. She reports that within 5 minutes he "entered into a hypoglycemic state". She reports that the wife immediately called 911 and the ambulance arrived around 9:15 pm. In the ambulance, the emts checked his blood glucose and they obtained a blood glucose value of 13 mg/dl. She reports customer was stabilized with a glucose IV. A request was made for the return of the system and a replacement was sent.